Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was changing. There was no reported adverse impact. Customer manually corrected the time to address the issue.